Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported that he experienced a large drain volume during treatment. The patient reported feeling full. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that there was no injury related to the large drain volume. Fill 1) 2012ml, drain 1) 1739ml; fill2) 1999ml, drain 2) 1550ml; fill 3) 1999ml, drain 3) 3961ml; fill 4) 1999ml, drain 4) 1451ml.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.